Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 50 ml bag of fentanyl intended to run at 1.5 ml/hr had been infusing on an intubated ICU patient for 3 hours and 10 minutes. The patient's level of consciousness and vital signs changed and the fentanyl bag was noted to be empty, but the device showed that there was 43ml remaining to infuse. The patient was given narcan, and there was no lasting injury.

Manufacturer narrative:
The customer¿s report of a pump administering an entire bag of fentanyl while infusing was not confirmed. The pcu event log showed that at 11:46 am on (B)(6) 2015 the device was programmed to infuse fentanyl 50mcg/ml at 1ml/hr with a vtbi of 34ml. One minute later a rapid bolus dose of 50 mcg was given, and the primary infusion resumed. At 12:27 pm the dose was changed to 75mcg/hr, which made the rate 1.5ml/hr. At 12:27 pm a rapid bolus dose of 50mcg was given, and the primary infusion resumed. At 2:47 pm the device alarmed for air in line. At 2:52 pm the device alarmed for flo stop open, and then the door was closed. The vtbi was changed to 50ml. At 3:49 pm the device was channeled off. At 3:59 pm, the fentanyl programming was restored, a rapid bolus dose of 100mcg was given and the primary infusion resumed. At 6:12 pm, the device was channeled off. At 6:28 pm, the fentanyl programming was restored, the infusion was started, and the device was channeled off a few seconds later. At 6:35 pm, the system was powered off. The volume recorded as being infused during this period was 12.936ml. The root cause of a pump administering an entire bag of fentanyl while infusing was not identified. The starting volume of the fluid container cannot be determined through the device logs. The pump module and primary set were not received for investigation. Devices not received, log review only.